Event description:
On (B)(6) 2025 clinical diabetes specialist (cds) emailed to report that the teen end-user was hospitalized (B)(6) 2025 in dka. The parent/guardian of the end user was contacted by both customer care and cds multiple times without success. No further information is available.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.